Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated fields: d3, d4 (lot/UDI), d9, g1. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
E1 phone number: (B)(6) added here due to character limit the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front-actuated grip's lower jaw snapped off in one piece. The issue occurred during a colpotomy of total hysterectomy, which was completed using monopolar hook after a delay of less than 30 minutes. There were no reports of patient harm.